Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated, pain, cramping in stomach, mesh erosion, dyspareunia, pain to significant other, difficulty urinating, painful urination, and other injuries.

Manufacturer narrative:
This follow-up was created to document the additional device and patient information the lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.